Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if problem happened again, with no additional outcome information reported.